Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This device has not been returned at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product advisory. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.